Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported pre or post-operative. Date of implant is unknown at this time.

Manufacturer narrative:
(B)(4).